Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "upstream occlusion" which were verified through a review of the event history log by the multiple presence of "upstream occlusion" but not reproduced during evaluation. Evaluation found the cause to be an out of specification ultrasonic sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion alarm. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.